Manufacturer narrative:
No unexpected off no power anomalies/alarms, blank display anomalies, excessive no delivery alarms and motor error alarms noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specification motor was tested outside of the insulin pump and passed. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with no delivery alarms and motor error alarms on their insulin pump. The customer's blood glucose level at the time was reported to be up to 360mg/dl. It was reported that the buttons were unresponsive. It was reported that the device would be replaced and returned for analysis.